Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. No unexpected no delivery alarm noted. No motor error alarms noted. The motor function properly during the displacement test driving the motor outward and during the rewind test driving the motor inward. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 19 mg/dl at the time of the incident. The customer stated that he had a low blood glucose and the insulin pump alarmed no delivery followed by a motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a low blood glucose of 19 mg/dl and treated with food. No low blood glucose troubleshooting was performed. Customer's blood glucose reading was at 133 mg/dl a few hours after the low blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.